Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the lead incision site. Symptom of redness was noted. The physician believed it was cellulitis. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was doing well.